Event description:
Information received from a consumer patient via a manufacturer representative. The patient was receiving morphine via an implanted pump. Indication for use was noted as spinal pain. On (B)(6) 2016, the manufacturer representative was called to the hospital to turn down a pump. A patient with dementia and short term memory loss was taken to the emergency room (ER) by their family member because the patient was not responsive. It was noted that logs were read and no issues were reported. The ER physician asked the manufacturer representative to turn down the pump 60% on (B)(6) 2016 and on (B)(6) 2016, the pump was set to minimum rate. It was noted that the issue resolved at the time of report. Patient's status at the time of report was alive-no injury. No surgical intervention occurred. On (B)(6) 2016, the manufacturer representative reported that the family was the only group to mention over-dose. To the knowledge of the manufacturer representative there had not been a diagnosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.